Manufacturer narrative:
Batch review performed on 21 august 2020: lot 1906132: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional items involved in the event, batch review performed on 21 august 2020: stem: amistem p 01.18.402 amistem-p std stem size 2 lot. 1904135 lot 1904135: (B)(4) items manufactured and released on 05-sep-2019. Expiration date: 2024-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 lot. 183338. Lot 183338: (B)(4) items manufactured and released on 03-oct-2018. Expiration date: 2023-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø 50/28 lot. 1906159. Lot 1906159: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 2 months after primary the surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.